Manufacturer narrative:
Implant date: year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on unknown date, post-op, the implanted screws broke. Patient suffered with more than usual pain as a result of this event.